Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, and delamination of valve. Leak test and microscopic analysis was performed which identified: delamination of valve (>75% total separation) and crack opening on valve. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure) a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right-side deflation. Health professional additionally reported "valve leak." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.